Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review of stored electrograms, the right atrial and ventricular leads exhibited noise. Lead damaged was also suspected, but not confirmed. No intervention was performed and the patient was stable throughout.

Event description:
New information received stated that the right ventricular lead exhibited increasing incidents of lead noise. The patient was asymptomatic with the presence of right ventricular lead noise. On (B)(6) 2019, the lead was explanted and replaced. The patient was in stable condition during and post procedure.

Manufacturer narrative:
Final analysis found the reported event of noise was confirmed. The complete lead was returned in one piece and was measured to be 53.0 cm. External insulation abrasion that breached the insulation consistent with the friction to the device was noted at 14.1 cm to 14.4 cm from the connector pin. All other damages were consistent with procedural damage.